Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient went to the emergency room (ER) and/or was hospitalized for high ketones. Duration of ER stay was 24 hours. The blood glucose level was observed as 587 mg/dl. It was further reported that the cannula did not insert in to the body upon deployment. Duration of supply use was provided as 10 hours each for cartridge, infusion set and insulin. Customer used mdi for self treatment. Treatment at hospital was via IV and fluids of saline and insulin and treatment resolved the issue. Customer arrived at ER on (B)(6) 2023 and was released on (B)(6) 2023. No further information available.